Event description:
Healthcare professional reported Capsular Contracture Baker grade III. This record is for the left side. Device was explanted.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.A review of the Device History Record has been completed. No deviations or non-conformances noted.Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The Reason(s) for reoperation is/are: capsular contracture grade III.The reported event or events are physiological complications (capsular contracture grade III), and device analysis typically does not help Allergan determine the cause.